Event description:
Reference MDR #1036844-2011-00424 for the second event with the same pt. It was reported that the doctor attempted to place a central line in the left femoral when the wire "frayed" as it was stuck during catheter placement. The wire was removed intact from the pt. The pt was eventually removed from life support three days later.

Manufacturer narrative:
(B)(4). Sample will not be returned.